Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified stretching throughout the polymer extrusion and a break 31.1cm distal to the port exchange. Microscopic examination identified stretching throughout the inner lumen and an inner lumen break 28.5cm from the port exchange. The balloon protector was returned with the device however due to the extensive damage to the polymer extrusion, the protector was removed from the balloon with ease and without issue. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that the balloon broke. A 15mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During preparation, it was noted that the balloon protector could not be removed. After too much pressure was applied trying to remove the protector, the balloon fractured and broke. The device was not used, and the procedure was completed with another wolverine device. There were no patient complications.

Event description:
It was reported that the balloon broke. A 15 mm x 3.50 mm wolverine coronary cutting balloon monorail was selected for use. During preparation, it was noted that the balloon protector could not be removed. After too much pressure was applied trying to remove the protector, the balloon fractured and broke. The device was not used, and the procedure was completed with another wolverine device. There were no patient complications.